Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe s2 20ml leaked. The following information was provided by the initial reporter: the customer informs that the 20 ml syringe is leaking from the plunger. The syringe was used to inject propofol medication and the sample is therefore contaminated.

Manufacturer narrative:
H.6. Investigation: as a lot number was unavailable for this incident, a review of the production history records could not be completed. Samples were not returned for this incident at this time, so twenty retained samples of the same material number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no signs of defect were observed. Based on the provided customer feedback, it is possible that the reported incident resulted due to damage to the plunger lip component. This type of damage could occur during the handling of the product within the manufacturing facility or during the assembly process. Without the sample or lot number, this cause could not be confirmed.

Event description:
It was reported that syringe s2 20ml leaked. The following information was provided by the initial reporter: the customer informs that the 20 ml syringe is leaking from the plunger. The syringe was used to inject propofol medication and the sample is therefore contaminated.